Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received only the distal tip electrode portion of the lead measuring 51.0cm was returned for analysis. External insulation abrasion was found at 7.7-8.1cm from the distal tip electro- de, consistent with lead friction to another device. The etfe coating was intact at the same location.

Event description:
It was reported that the lead was replaced due to externalized conductors. No electrical abnormalities were observed.